Event description:
The report indicated that the customer had experienced continuously high bg levels (488-greater than 500mg/dl) within the first six hrs of pod wear. Multiple correction boluses had been administered but were unsuccessful at lowering bg levels. The customer ended up at the hospital "for a number of reasons; high bg's was one of them." No specific device issue was reported. The pod was deactivated at the hospital and will be returned for eval.

Manufacturer narrative:
The pod was thoroughly evaluated and no evidence of any damage or mfg deficiency was found that would have directly caused or contributed to either insufficient or no insulin delivery. Fluid exited the tip of the cannula when the drive mechanism was actuated. No problem was found in the returned device. An air bubble, however, was found within the pod's insulin reservoir - this typically occurs when air is introducted into the pod during the fill process and is not related to any mfg process issue or product defect. The omnipod user's guide instructs users on proper filling technique to avoid this condition, as failure to do so may result in unintended/interrupted insulin delivery. "User error", therefore, is considered to be a contributing factor to the customer's reported high bg's. The user is instructed in the user guide to periodically check the infusion site and to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.